Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had some symptoms they thought could be caused by their implant programs. The patient went from having normal bowel movements to being impacted and constipated for 2 days since (B)(6) 2016 and had to do an enema. For the past several weeks the patient had extreme dehydration, very dry mouth, very chapped lips, and their tongue stuck to the bottom of their mouth and teeth. The patient turned therapy off on (B)(6) 2016 and their dry mouth was 90 percent better. The patient would have an appointment on (B)(6) 2016 with their health care provider (hcp). The trial provided 50 percent or more improvement and the patient went 6.5 times at night. Since implant the patient was getting less than 50 percent relief and was going about 10 times at night. Prior to the trial the patient went 15 times at night. The trial hcp told the patient their response was very strong with where the wire was placed and they had to find a place where the body responded adequately. The patient was working with the nurse at their hcp¿s office and was trying different programs. The patient had steroids done before and would be talking to their hcp regarding having steroids done again. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up reported will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstance that led to the constipation, dehydration, and therapy issue was that the patient switched from program 4 to program 2 and the stimulation was very close to the anal orifice. The patient experienced extreme constipation and some symptoms of dehydration. When the patient had the implantable neurostimulator (ins) permanently implanted, she got far less than 50% relief as opposed to more than 50% relief while using the ¿outside¿ device during the trial period. The patient¿s activity level remained the same as well as supplements she took routinely to aid in bowel movement. The patient¿s urologist performed a cystoscopy under anesthesia with bladder distention. They cauterized the hunner¿s ulcers and injected steroids under the edges. That helped significantly with the pain and subsequent nocturia. The patient turned the ins off during this period ((B)(6)) and planned to try using it again, changing to program 3, and comparing the results to those of the steroid injections.